Event description:
As reported, during the second inflation of a saberx radianz 6mmx4cm 190cm percutaneous transluminal angioplasty (pta) balloon catheter, the balloon ruptured at about 5 atm, below the specified pressure. There was no reported patient injury. The device was used for severe calcified stenosis of the common femoral artery. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device will not be returned for analysis.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.